Manufacturer narrative:
Device evaluation summary: according to the information received, it was reported the implant to be damage and has a hole in it. Upon visual evaluation of the image provided in the complaint, the implant was observed to have a hole in it. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 425cc mentor smooth round moderate profile saline breast implant experienced deflation pre implant. The mentor is on the opposite side where the fill tube would connect but it has a whole in it. No patient consequence and no adverse event was reported.

Manufacturer narrative:
On may 5, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on may 23, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sal smooth rnd diap 425cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant was found to have a tear at a junction of the valve system. Microscopic examination was performed, and the cause of the tear could not be identified. Manufacturer¿s reference number: (B)(4).